Manufacturer narrative:
Other, other text: additional information: h6, h10. Device evaluation: one smiths medical cadd solis hpca pump was returned for analysis with a discolored downstream seal. During analysis, the reported "not dosing" problem was duplicated. In user mode, the pump would not recognize the dose cord when plugged in nor give a pca dose when pressed. In manufacturing utility mode, the dose cord was not recognized. It was noted that the remote dose jack was damaged and was the cause of the reported issue. Service will replace the remote dose jack to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that cadd solis hpca pump displayed a dosing problem. There was no patient involved.